Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the calcium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 35490un24. Device history record review did not identify any non-conformances or deviations with lot 35490un24 and the complaint issue. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the calcium reagent for lot 35490un24 was identified.

Event description:
The customer observed falsely depressed calcium result generated on the architect c16000 processing module for one sample. The following data was provided: (B)(6): initial result = 1.40 mmol/l, repeat = 2.40 mmol/l no impact to patient management was reported.